Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise, loss of capture (loc) and high impedances. The patient complained of muscle stimulation. The device was electrically deactivated. The patient is not pacemaker dependent..